Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694965 implantable tachy lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analysis revealed the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.